Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tubing in the purewick accessory replacement kit was very difficult to clean. Representative provided cleaning instructions, informed air flows through purewick tubing and worked differently. It was noted that the patient had been using the purewick products for 90 days.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tubing in the purewick accessory replacement kit was very difficult to clean. Representative provided cleaning instructions, informed air flows through purewick tubing and worked differently. It was noted that the patient had been using the purewick products for 90 days.